Manufacturer narrative:
(B)(4). One used sample without original packaging was returned. There was no stock code or lot number identification included, however the sample could be identified as a 7.0 microcuff et tube. The interior of the et tube was found to be coated with a brown biologic matter. The 3 way tap, identified in the event description as being added by the customer, was removed from the inflation line. The inflation line appeared intact with no visible breakage. The white plunger was in place and actuated when depressed. The cuff was fully inflated and submerged in water and was manipulated. No leakage was observed. The connection point of the inflation line to et tube was then submerged. No leakage was observed at the connection. The inflation line and pillow were submerged. No leakage was observed. The reported event could not be confirmed, as the malfunction could not be reproduced in the lab with the sample provided. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the cuff leaked after 2 or 3 days of use. The hospital reports that they were able to resolve the issue with a 3 way tap. No further information has been provided at this time.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).